Manufacturer narrative:
The sample is not available for evaluation. If any additional information becomes available a follow up medwatch will be submitted. (B)(4).

Event description:
The customer called (B)(4) to report one (1) interlink continu-flo solution set, product code 2c6537, lot number s10a19030r, in which the injection port closest to the patient blew out when the nurse was injecting it with morphine. The membrane pushed through, resulting in a blood leak during patient use on (B)(6) 2010. The customer stated that of about 15-20cc of blood leaked onto the patient's bedding and attending clinician. The port was accessed earlier on the same day without incident, and then the problem occurred the second time the port was accessed with the blunt needle end of the needleless bd twin pack. There was no patient injury or medical intervention associated with this report. No further information is available.